Manufacturer narrative:
Customer reports: customer was taking a shower when the insulin pump started alarming with the critical pump error. Rfr: critical pump error (open book image). The insulin pump history download was successful using thus. Per visual inspection: device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Device received with minor scratched display window, case and keypad overlay. Cracked keypad overlay at select button and fading serial number label. The p-cap / reservoir locked properly during testing. Device power up properly after battery installation. Device received with operating currents within specifications. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error was noted during testing. During download review no evidence found on event date to confirm customer concerns. However, further review of insulin pump history and long trace history files show on 07/12/2021 at 14:24:01 a motor processor communication alarm (pump error 3) followed by four pump error 49 at 14:24:03, 14:24:17, 14:24:41 and 14:26:11. Device was cut open and electronic stack and motor removed. Per visual inspection it was determined the ingress of water corroding and causing electrical shorting at electrical board 1, electrical board 2, motor and force sensor flex connector traces. The motor assembly was removed, and the force sensor was measured to be 23.1 milivolts. It was found to be within specifications. It was determined the ingress of water corroding the electronic assembly and causing electrical shorting was the cause pump error 49 and pump error 3 which could have trigger a critical pump error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.